Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the two following correlations, but was unable to specify if these events occurred on a single patient or two patients: correlation 1: variance between an inratio inr result of 2.2 and a qlabs (alternate poc instrument) inr result of 1.5 correlation 2: variance between an inratio inr result of 3.6 and a qlabs (alternate poc instrument) inr result of 3.0 no additional information available.